Manufacturer narrative:
Awaiting for product return for analysis.

Event description:
The valve was set to a pressure of 70 mmh2o at the time of implantation. Subsequently, because the patient began to exhibit symptoms, the treating physician attempted to reprogram the valve to a pressure of 150 mmh2o. However, upon performing the calibration procedure according to the established protocol, it was observed that the patient showed no clinical changes. Given this situation, a radiographic study (x-ray) was performed; however, as no changes were evident, the company's engineer repeated the procedure following the established protocol. In both cases, it was confirmed that the valve remained fixed at a pressure of 70 mmh2o through another x-ray, showing no changes despite attempts at recalibration. Consequently, it was determined that a second surgical procedure was necessary to replace the device. The procedure was performed on friday, (B)(6) at 9:00 p.m. At the international clinic. During the surgery, the valve was removed and the entire system was replaced (valve, peritoneal catheter, and ventricular catheter). Furthermore, according to the treating physician's report, the patient showed a favorable clinical course in the immediate postoperative period and was discharged on saturday at 10:00 a.m.